Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that the reason why this lead was not implanted successfully was because of patient anatomy. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information received indicated that the reason why this lead was not implanted successfully was because of patient anatomy. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. This lead will be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that the reason why this lead was not implanted successfully was because of patient anatomy. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information received indicated that the reason why this lead was not implanted successfully was because of patient anatomy. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. This lead will be returned.